Event description:
It was reported the patient suffered a fall and experienced a change in his stimulation. A sjm representative met with the patient and reprogramming was unable to resolve the issue. X-rays were taken and showed the lead has migrated. The patient is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.